Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested 04/18/2008, 04/29/2008 and 05/07/2008 by phone, mail and fax. Add'l info was received 4/18/2008 and 04/29/2008 by phone. A completed questionnaire has not been received.

Event description:
A surgeon traveled to greece to perform intraocular lens (iol) implant surgery. Three months following the surgery, the pt reported seeing a line across the visual field. The lens was exchanged for a different model. Three months following the lens exchange, the pt again reports seeing a line across the visual field. Add'l info has been requested.